Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A1 patient identifier unknown / not provided; a2: age and date of birth unknown / not provided; a3: patient sex unknown / not provided; a4: weight unknown / not provided; d1: brand name unknown / not provided; d4: catalog and lot number unknown / not provided ; e1: first/last given name/email address unknown / not provided; g4: PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was not packaged correctly. The implant fell off of the transfer when removing from packaging. Unable to complete the procedure with the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, implant was unable to be removed from inner vial mostly due to the outer vial has customer damage from opening package. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown tsv implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were packaging is not designed for aseptic presentation and clinician mishandles product therefore, based on the available information, device malfunction did not occur. Implant was unable to be removed from inner vial mostly due to the outer vial has customer damage from opening package. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.